Event description:
A patient's meter would power off during use. The issue was not resolved with troubleshooting. Patient did not have any symptoms. There was no medical intervention or treatment given. No further information has been reported.